Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was explanted due to it was not inflating, the specific issue was not provided. The patient had a good outcome with no further complications.